Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter's memory. In addition, this serves as a correction report. Catalog # has been updated to reflect the correct entry (B)(4).

Event description:
A customer reported that on (B)(6) 2013 he experienced a "hypoglycemic event", noting he was "sweating" while lying in bed and subsequently lost consciousness. Customer further reported performing a test with both of his adc blood glucose meters, "after the event" and received a reading of 198 mg/dl at 11:25 pm (sn: (B)(4)) and 161 mg/dl 11:28 pm (sn: (B)(4)). Paramedics were called and upon their arrival obtained a reading of 20 mg/dl. It is unknown when this reading was obtained. Customer was treated on the scene with glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.